Event description:
It was reported that a patient experienced fungal peritonitis manifested with severe abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the peritonitis. The cause of peritonitis was hospital acquired from a previous admission for pneumonia. On an unreported date, the patient started treatment with unknown antifungal medication (dose, frequency and route unknown) for the peritonitis. The dianeal and extraneal therapies were withdrawn and the pd catheter was removed. The patient was switched to hemodialysis. The patient was still in the hospital at the time of this report, and treatment with antifungal medication was ongoing. The patient had not recovered from this peritonitis event. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g17061 and h13h06146 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.